Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was noted to be cracked below the bumper pad. Additionally, the display screen was found to be dim, faded and discolored. Contamination was found under the contact of the contrast button, which has no effect on insulin delivery to the patient.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/28/2014: cracked battery compartment and dim, faded, discolored display.